Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: hemorrhagic stroke, new hospitalization. Time of ae: after procedure. It was reported that three days post an uneventful right internal carotid artery stenting procedure, the patient suffered a hemorrhagic stroke requiring an emergent craniotomy and a new hospitalization. The physician felt that the patient had some weakened cranial arteries that could not handle the increased blood flow created by opening up the blockage. Latest status reports that patient is able to say 'yes' and 'no' by moving fingers on his right hand and is also able to move his right leg. He is unable to open his eyes or make any facial movements. Although requested, there is no add'l info available. Choice study event.